Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure, a faradrive steerable sheath was selected for use. However, the tip of the dilator was found damaged. Therefore, it was decided to replace the device, and the procedure was completed with no patient complications. The circumstances surrounding the dilator damage are unknown, no further information was provided.